Event description:
It was reported that the patient was unable to start therapy. There was no patient harm or injury. The clinical specialist confirmed that all impedance values were high or out-of-range on the right lead. As a result, revision surgery was scheduled for the right lead. The post-initial implant imaging review determined that the right lead was out-of-range (oor) due to improper strain relief loop, which contributed to significant mechanical fatigue and subsequent lead fracture. During the revision procedure, it was determined that both leads firmly adhered to the surrounding tissue. During extraction, both leads fractured. As a result, both leads were revised. The physician attempted to remove the leads; however, the distal tip of both leads could not be retrieved and remained inside the patient. The physician elected to leave the lead fragments in place and proceeded with implantation of new leads. No explant release tool was used during the lead removal attempt. The defective leads were discarded at the facility, and therefore, no actual device evaluation could be performed. The device history records of both leads were reviewed. No relevant nonconformances were found.

Manufacturer narrative:
Mml # (B)(4). Other lead explanted: model: 8145, description: reactiv8 implantable stimulation lead, serial number: (B)(6), UDI #: (B)(4).